Event description:
It was reported that a patient with an lnq22 implantable cardiac monitor implanted experienced a full electrical reset of the device following an external shock (cardioversion) while in the hospital. After the reset, the device required reprogramming. The hospital was unable to access the last report from the device due to the electrical reset. A diagnostic mobile programmer application was used during a clinic session, which confirmed the electrical reset. Device interrogation was attempted after the reset, and the reset was successfully cleared. The device has been successfully interrogated since. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reason for monitoring (rfm) was missed in remote monitoring network.